Event description:
It was reported that the pump was flipped and was confirmed on (B)(6) 2012 "because they were unable to access the pump to refill it and determined it had flipped." An x-ray was performed on this day. The doctor stated that the pump would be revised in approximately "a few days." The patient was asymptomatic at this time. The doctor reviewed the daily dose had been decreased down to 30ug/day. The doctor stated that the patient was questioning if they even needed the pump anymore as the patient stated that she didn't notice any differences in her therapy since the dose had been decreased. The device system was used to deliver lioresal (baclofen). It was reported 4 days later that the "pump off" passcode was requested and provided to permanently turn the pump off. The physician stated that they were letting the medication run out and removing the pump. The reporter stated that the patient had decided the pump was working so they had been decreasing the dose. It was reported 5 days later by the healthcare provider (hcp) that dose and rate decreases were made on (B)(6). The hcp stated "baclofen not being as useful as it was." The hcp reported that the pump was flipped, there was no adverse event and "just decided pump not needed." The patient was scheduled to have the pump removed in (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot # n180185010, implanted: (B)(6) 2008, product type catheter; product ID 8 590-1, lot # n179690, implanted: (B)(6) 2008, product type accessory.